Event description:
Md applied fixator for a distal radius fracture. The following day it was noted that the fixator was loose. At that time the fixator was tightened. It was noted on the following day that the fixator was again loose and a loss of fracture reduction was noted. The fixator was retightened and has remained tight since that time.